Manufacturer narrative:
Concomitant medical products: p1501dr ipg, implanted: (B)(6).

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated high but stable thresholds over the past several years. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.